Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar". Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in the complaint was evaluated in the laboratory on 21st november 2018. Retrieval loop cannula joint found to be broken. Documents review including IFU review prior to distribution all evo-pc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl a review of the qc records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with the lot number c1459352. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1459352. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0057-5). Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force, that may have been applied during procedure. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A part of the release system has broken off at the distal end. Lot confirmed. Part of the item will be shipped back. "As per complaint form": stent could be correctly inserted and positioned in patient. Release of stent in biliary area was possible. After successful stent release, a piece of the inner catheter detached from the stent release system. Stent system was removed without injury to patients. With a sling the dropped object was removed from the duodenum area.